Event description:
It was reported that during the procedure in the right coronary artery for treatment of a chronic total occlusion (cto), pre-dilatation was performed via antegrade approach. An attempt was made to advance a 2.75x38 xience prime stent delivery system but the device could not cross and was withdrawn into the guide catheter extension. A 3.5x12 trek dilatation catheter was advanced and dilatation was performed. At the same time, a 4.0x15 nc trek was advanced but the balloon was not inflated as the catheter was being used as a buddy device instead of using a buddy guide wire. The 3.5x12 trek catheter was withdrawn from the anatomy after balloon inflation and the 2.75x38 xience prime was re-advanced from the guide catheter extension into the vessel. At this time, the physician noted blood in the 4.0x15 nc trek catheter. The nc trek catheter was pulled into the guide catheter extension without resistance at which point the catheter shaft separated inside the guideliner. All devices were removed from the anatomy as a single unit. Outside of the anatomy, the xience prime distal stent struts were noted to be flared. The vessel was noted to be open with good blood flow; therefore, no further intervention was performed. The patient was transferred to the intensive care unit for observation. There was no clinically significant delay in the procedure. Treatment of the cto will be performed on an undetermined date. Cine clinical analysis revealed that an unspecified abbott guide wire prolapsed in the vessel. The guide wire was withdrawn from the anatomy without reported resistance. No additional information was provided.

Manufacturer narrative:
(B)(4).it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Clinical analysis and additional reported information indicates that at the beginning of the procedure a dissection occurred along the length of the vessel possibly caused by a fielder xt guide wire. No treatment was required and there was no adverse patient sequela. Dil cath: 3.5x12 trek, 4.0x15 nc trek. Guide wire: pilot 50 (3), pilot 200 (2), prowater. Guide cath: guideliner. Other: integrilin, heparin. Stent: xience prime. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information. The xience prime and nc trek referenced are being filed under a separate manufacturing report numbers. The device is manufactured by asahi intecc (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting.